Manufacturer narrative:
The customer provided their cleaning, disinfection, and sterilization process stating they use peracetic acid as the disinfectant. During inspection and testing, the reported issue (leakage from bending section cover) was not confirmed or duplicated. In addition, service found the bending section cover was damaged, the charge-coupled device cable was bent, the sheath was damaged, and the shield wire was broken at the position about 18mm from the distal end of the bending section. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported the subject device was exhibiting a leakage from the bending section cover. The reported issue was identified during reprocessing of the device. There was no patient involvement. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was blistering and peeling at several places. This report is being submitted for the malfunction found during evaluation of the device (coating blistering and peeling).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the coating on the insertion section peeled off during user handling. No abnormality leading to the suggested event was reported. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ ¿important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿operation: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube.¿ ¿compatible reprocessing methods and chemical agents: detergent solution: use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions.¿ olympus will continue to monitor field performance for this device.